Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a regular follow-up. It was noted that the right ventricular lead exhibited high capture threshold. The threshold value at implant was 0.5mv and at device check on (B)(6) 2018 was 3.5mv. The physician elected to revise the lead. On (B)(6) 2018, the lead was successfully explanted and replaced. The patient was in stable condition before, during, and after the procedure.